Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2017-00915. Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00915. The patient has two scs systems. It was reported the patient has lost stimulation due to their ipg no longer being able to successfully communicate with their charging system. Over time, the patient's ipg became unable to communicate with their programmer. Troubleshooting attempts have been unable to provide resolution. As a result, the patient may undergo surgical intervention. Both of the patient's ipg's are being reported because it is unknown which device is liable.